Manufacturer narrative:
See additional event information received on 03jan2018. Investigation ¿ evaluation: a visual inspection of the returned device was performed. A review of drawings, instructions for use, manufacturing instructions, quality control data, and specifications was also conducted. One device was returned for investigation. A visual examination noted the stylet wire had penetrated the tip of the balloon catheter with 2 mm of the stylet wire protruded the balloon catheter. There is a 6-mm space between the lumen connector and the stylet connector. The stylet is kinked 7.5 cm from the distal tip. It appears the stylet was not adjusted to fit the balloon catheter prior to insertion. This device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Instructions for using the moldable stylet: loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. Use the cervical ripening balloon with stylet to traverse cervix if necessary. Once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. The stylet should only be used to traverse the tip of the catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. A review of the device history record found there was one non-conformance for the issue of a label, applied incorrectly. No other non-conformances were noted. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8241559. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The root cause cannot be determined based on the information provided. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Event description:
The doctor did mention that their colleague had initially tried to insert the device, opened, assembled and introduced the device without success. It was then left temporarily before the second doctor attempted the procedure. The cervical os was stenotic and they struggled to pass the device as there was resistance. They removed the device and found that the stylet had pierced the side wall of the distal tip of the catheter. They abandoned the procedure and the patient went on to labor without further intervention. As reported, no injury has occurred to the mother or baby.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
I was reported that the stylet pierced the distal tip of the catheter of a cook cervical ripening balloon w/stylet . The patient went on to have a natural labor. No known adverse event was reported.